Manufacturer narrative:
This report is submitted on november 12, 2018, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with device use resulting in the decision to explant the device (date not reported). The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on january 31, 2019.